Event description:
Sales representative reported "plastic container could not be opened without breaking sterility. Some of the glue/paper stayed stuck to the tub when it was pulled back for the tech to grab the inner container". This record is for the unknown-side. Device was not implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: tyvek or thermoform sticking.

Event description:
Sales representative reported unknown side "plastic container could not be opened without breaking sterility. Some of the glue/paper stayed stuck to the tub when it was pulled back for the tech to grab the inner container". Device was not implanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ tyvek or thermoform sticking: observed delamination in the inner and outer lid. As per the investigation procedure crease, particle and voids was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.